Manufacturer narrative:
A patient care technician caught their finger in the foot rest mechanism of a patient's chair while assisting them. The patient care technician reportedly sustained stitches in their finger as result of the incident. Manufacturer spoke with the clinic manager. The manager indicated, a technician may reach under a blanket of a patient to control the leg rest and are unsure on their hand placement. Manufacturer discussed proper operation of the chair with the clinic manager and the proper methods covered in the user guide. The chair remains in use. Manufacturer views this unfortunate incident as a caregiver error.

Event description:
The caregiver allegedly caught their left index finger in the mechanism under the foot rest of the consumer's chair when raising it, resulting in a fractured finger requiring stitches.